Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2014 at 03:00pm the patient obtained a result of ¿230mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿177mg/dl¿ obtained on a hospital meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The reporter detailed that the patient manages his diabetes with oral medication, diet and exercise and claimed that he has consumed less food or drink in response to the alleged issue. The reporter stated that the patient developed a symptom of ¿sweating¿ an unknown time after the alleged meter issue and that on (B)(6) he visited a doctor¿s office where he received advice from a healthcare professional and a blood glucose test. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly developed symptoms suggestive of severe hypoglycemia after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.